Manufacturer narrative:
Investigation conclusions code changed from no problem detected to cause cannot be traced to device.

Event description:
It was reported that the implantable cardioverter defibrillator system was explanted due to infection. The patient was in stable condition. The initial medical device report was submitted via an alternative summary report on (B)(6) 2017 under authorization number (B)(4). For manufacturer abbott under registration number 2017865.

Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2017 under authorization number (B)(4) for manufacturer abbott under registration number 2017865. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.